Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display(dim/fading) issue. It was reported that the display was dim and fading gradually over time. Reportedly, the patient was unable to see the screen outside in direct light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 06/27/2013 device evaluation: on investigation, the display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.